Event description:
The patient reported that keypad buttons became intermittently responsive a few months ago and was getting worse. There was reportedly no damage to the keypad and the patient wore the pump on the outside of her clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons required multiple button presses and more force in order to elicit a response. The keypad buttons were found not to click back and spring back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test screen was inserted into the pump and the screen was found to illuminate to normal contrast.